Event description:
Additional information received reported that the patient was discharged from the hospital on (B)(6) 2013 since her (B)(6) infection had started to heal. It was stated that other than (B)(6), the therapy was working to relieve her pain. The patient was going to see her doctor the following week.

Event description:
The patient developed an infection from surgery and was in the hospital. She went to her doctor on (B)(6) 2013 and she was admitted. A CT scan was done. She was isolated in the hospital for her infection of ¿discocis¿. Additional information has been requested. Reference manufacturer report# 3004209178-2013-17083.

Manufacturer narrative:
Concomitant products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).